Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer about a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient said just gotten home from a four day stay in the hospital. The patient stated that they thought that they had pancreatitis and it was not a gastric issue. It was reported that the patient had severe pain from under their ribs. It was reported that it rolled under their ribs and up the same path that the ins wires went. The patient stated that that was the only thing they could think their pain was linked to. The patient stated that the area the patient was having the problems was the same place where the ins wires led to; they went from the patient¿s hip under the patient¿s ribs, up to the patient¿s back. It was reported that this was the same path their pain followed. The patient stated that they were trying to figure out what the problem was and inquired if the device could deteriorate. Information was reviewed regarding the patient¿s ins deteriorating and the patient was redirected to follow-up with their healthcare provider to have their device checked if the patient was concerned that was the reason for their symptoms. It was reported that the event occurred within the last month (2017). The patient reported that they difficulty finding a healthcare provider to take them on. The patient stated that they had been told that they had to have it completely removed to put a whole new set in. The patient stated that maybe it was old and they were trying to figure out what was causing their symptoms. The patient also indicated that they had emailed a manufacturing representative today as well regarding this issue, but they haven't heard back yet. No further complications were reported/anticipated.